Manufacturer narrative:
There was not any documentation in medical records that any of these events are related to pd therapy. The patient had chronic hypotension and it was suspected by the doctor that her acidosis and vomiting possibly was related to hepatic nature as noted in CT scan.

Event description:
Additional information: the patient was discharged on (B)(6) 2015.

Event description:
A peritoneal dialysis patient reported hospitalization for three days for low blood pressure, three day history of vomiting, nausea, lactic acidosis and left sided suprapubic/left lower quadrant pain. She was treated with broad spectrum antibiotics for possible sepsis. Volume depletion was also considered. All cultures were negative for sepsis and peritonitis. The hypotension was attributed to volume depletion.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the review record review confirmed the labeling, material, and process controls were within specification. A supplemental report will be submitted upon completion of the clinical investigation of the medical records.